Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the pulse generator exhibited premature elective device replacement indicator. The device was explanted. The patient was in stable condition.